Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip and battery tube threads. Unit received with missing o-ring at reservoir tube. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment and battery compartment had cracked and broken pieces. Customer does not know how damage occurred. Customer's blood glucose was 34 mg/dl, which was treated with glucagon shot. Customer was advised that insulin pump would need to be replaced.